Manufacturer narrative:
The pump and all accessory equipment were not returned. A correlation between the device and the reported event could not be determined. Device tracking information received by the manufacturer indicated that the patient expired due to an intracerebral hemorrhage. Multiple requests for additional information were issued to the customer, but no further event details were received. The instructions for use lists stroke and bleeding as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A device tracking form was received, which indicated that the patient expired due to intracerebral hemorrhage.

Manufacturer narrative:
The patient expired. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.